Manufacturer narrative:
(B)(6) 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, the pt died 1.5 month after implantation of the pacemaker involved in this MDR report. The cause of the death is unk. The physician would like to know the exact time of the death of the pt and get any relevant info which could help the physician to inform the family. The device was returned for analysis.